Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found gunk on the back of the wash collar solenoid valve that appeared to be rust. This caused the valve to not function properly. The fse cleaned the wash collar solenoid valve to resolve the issue. System performance was verified. (B)(4).

Event description:
The customer reported a reagent probe leak, involving the unicel dxc 800 synchron system. The customer became aware of the issue when liquid was observed on the drip tray of the reagent chamber. The customer was wearing personal protective equipment consisting of gloves, labcoat and goggles at the time of the event and there was no report of injury or direct exposure to the contained leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.